Event description:
Noted that the foley catheter is leaking urine. There is a visible tear between the plastic urometer and the bag connection (left side corner). Foley catheter discontinued.====================== manufacturer response for bardex i.c. Temp sensing infection control 350ml urine meter foley tray, bardex i.c. Temp sensing infection control 350ml urine meter foley tray (per site reporter)======================ongoing issue, currently being evaluated by systemwide committee at our system